Manufacturer narrative:
Coughing, water eyes - capital equipment, evaluated at customer site. The fse reported the following: performed a planned maintenance (pm) and replaced the oil mist filter. The fse verified the system met the manufacturer's specifications. The fse performed an empty chamber cycle successfully. Reference mdrs: 2084725-2009-00079, 2084725-2009-00080, 2084725-2009-00081, 2084725-2009-00082, 2084725-2009-00083, 2084725-2009-00045.

Event description:
The customer alleged that seven employees experienced symptoms when working around the sterrad unit. The seventh of the seven employees experienced watery eyes, coughing, and skin irritation in addition to an odor and fogging in the atmosphere. The customer stated that the symptoms have mostly resolved except for a slight skin irritation - itching. The customer did seek medical attention but was not prescribed anything. An asp field service engineer (fse) went to the facility to assess the unit.